Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the ez35w was closed down on the appendix and the instrument got stuck. It would not open. The surgeon had to open the pt to get the instrument off the tissue. The tissue was over sown to finish the case.